Manufacturer narrative:
The subject device was returned to an olympus repair center for evaluation and the reported issue was confirmed. The device evaluation found that the eyepiece blue ring was loose and fell off. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The customer reported that the eyepiece was loose. The issue was found during reprocessing. There was no procedure or patient involvement. There were no reports of harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the reported event could not be identified. However, it's likely the cause is related to the use of excessive force by the customer. Also, there is a high probability that the cause is related to the external effect of a mechanical force caused by an impact or fall. Olympus will continue to monitor field performance for this device.